Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of myopotential oversensing were observed. Programming changes were made. No adverse patient consequences were reported.